Event description:
A laparoscopy procedure was in progress when the surgeon noted blanching of some bowel tissue, which was later found to be a perforation. A bipolar coagulation forcep was being used at the time. Add'l surgical procedures were done to treat the perforated bowel.